Event description:
Surgeon was using capio device during sacrospinous ligament suspension of vaginal vault then subsequently removed capio device from the capio suture. Surgeon grasped suture needle with long heavy needle holder. Needle broke during passage of suture through patient's tissue. Part of the needle remained in needle holder and other part remained in patient. Surgeon retrieved broken piece and cut it off the suture thread. The two broken pieces were given to the or tech. Surgeon finished suturing using a free needle. Per the surgeon's request, no x-ray was ordered. This device was packaged as vanguard resterilized item. It is the hospital's policy to only resterilize opened but not used items.